Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: inratio precision data provided by end user lot: 1st-inr = 7.5, 2nd-inr = 3.7, 3rd-inr = 4.1. First time using this new inratio meter. All tests done same day.

Manufacturer narrative:
Summary: end-user reported accuracy/precision discrepant test result. No info was provided (on timing) between when lab test and inratio test were done. Pt info was not known. One reported inr value was >7.5 and difference between inr's is greater than 2.2, comparison is not accurate. Precision comparison is not accurate. Precision comparison revealed cv% (40.94%) above precision criteria (20%). Recent product test result did not establish deficiency from strip lot#080539. There is insufficient info to determine the root cause of end-user's discrepancy. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: the mean of the inratio meter and comparative system inr were calculated. The mean is >5.0 and the difference is greater than 2.2. Add'l testing/investigation is required. Inratio precision data provided by end-user lot: 1st-inr=7.5, 2nd-inr=3.7, 3rd-inr=4.1. Inratio meter: mean: 5.10, sd: 2.09, %cv: 40.94. In-house test results: meters (B)(4). In-house meters (B)(4). Retained strip ln: 080539a (s66uj). Comparative sys: sysmex 560; 2 therapeutic donors. Results: the allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for this lot are within allowable bias. These meet the above criteria. No further action required. No strip deficiency established. In-house precision calculation provided above. Donor-4: referenced: 2.0, inratio: 1.8, inratio: 2.1, mean: 1.97, sd: 0.15, %cv: 7.77%, pass; donor-5: referenced: 2.2, inratio: 2.1, inratio: 2.1, mean: 2.13, sd: 0.06, %cv: 2.71%, pass. For each pair of replicates for each sample on this strip lot, mean and standard deviations were calculated. Inratio test results have 7.77% and 2.71% respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No strip deficiency was established. No further action is required.